Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had alarm e433. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Device evaluation and inspection noted the error e433 was able to be reproduced during service inspection. Based on the results of the investigation, the reported issue was confirmed and found to be due to component failure of the foot switch. The foot switch failure is electrical/electronic component problem. The root cause of the failure could not be conclusively determined. Olympus will continue to monitor field performance for this device.